Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse replaced the bent probe, adjusted the bottom opto sensor on the sample arm, then cleaned and lubricated the guide rail and lead screw. The fse ran samples and quality controls. All results were within acceptable range. All errors cleared and the g8 instrument is operational. No further action is required by field service. The most probable cause for error 710 z axis error was the bent probe.

Event description:
On (B)(6) 2017, a customer reported error 710 z axis error with the g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.